Manufacturer narrative:
It was determined that philips did not install the gcx mounting assembly, we will consider that the customer resolved the mounting issue. The monitor remains at the customer site. There is no philips malfunction. The information from this case supports that the wall channels were not installed by philips and were not installed adequately. The head of ebme department stated that there was no serious injury to the patient and has not provided any additional information to our requests. There is no indication of any systemic problem; no further investigation or action is warranted.

Event description:
It was reported that an mx400 monitor fell off the wall causing harm to a patient. The device was in clinical use at the time of the incident, (B)(6) 2016. Further information provided by the head of ebme department stated that there was no serious injury to the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It has been reported that a philips monitor has fallen off the wall causing harm to a patient. No further details about the injury have been provided.